Event description:
Phaseal infusion adaptor attached by pharmacist in pharmacy for chemotherapy infusion. Bag delivered to infusion suite, in a hard plastic chemotherapy bucket and checked by two nurses. Bag then carried into pt room, still in same chemotherapy bucket. As nurse brought bag out of bucket to hang it, the phaseal adaptor snapped off, spilling the chemotherapy on the floor and the infusion nurse.